Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the vitrectomy probe failed to cut during a vitrectomy procedure. The procedure was completed after the product was replaced with another one. There was no harm to the patient.

Manufacturer narrative:
Two opened probes were received. Sample #1 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was found non-conforming for actuation. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at one location along the inner cutter. Orange/brown foreign material was observed at one area along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial aspiration test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Sample #2 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was found to be non-conforming for actuation and cut. Sample #2 was then disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial aspiration test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation did not confirm a cut failure in sample #1. The cut functionality of sample #1 was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The complaint evaluation confirmed that sample #2 had a cut failure, and also indicated that the probe had an actuation failure. The root cause for the cut and actuation failures in sample #2, as well as the observed foreign material, is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as sample #1 was functionally conforming for cut and it appears that the observed cut and actuation failures in sample #2 were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints the manufacturer internal reference number is: (B)(4).